Event description:
The user reported that the ortho provue analyzer posted false positive results during antibody screen, abo/rh type, dat, and crossmatch testing.

Manufacturer narrative:
The user reported that the ortho provue analyzer posted false positive results during antibody screen, abo/rh type, dat, and crossmatch testing. All results were visually reviewed prior to release, preventing erroneous results from being reported. An ocd field engineer (fe) visited the site on 05/23/2006. Root cause was identified and the fe performed the necessary adjustments and repairs, returning this instrument to expected operation. All results were reviewed prior to release, preventing erroneous results from being reported. The potenitial for an erroneous result to be reported if this incident were to recur undetected is not remote.